Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer confused the fill estimate gauge and the battery gauge and believed that the battery gauge displayed zero. During the call, tandem technical support showed the customer that the battery charge was at 100%, and the insulin gauge displayed 0 units. During the call, tandem technical support assisted the customer with reloading the cartridge; however, the customer entered the fill tubing step multiple times and did not observe insulin dripping out of the tubing. The customer declined to follow directions and was informed that the health care provider would consult with the customer for further assistance. It was confirmed that the customer has flex pens available as alternate insulin therapy. The customer's blood glucose level was 107 mg/dl. During a follow-up call on (B)(6) 2017, the clinical diabetes specialist (cds) and the territory manager confirmed meeting with the customer and resolving the issues. Additionally, the customer had resumed pump therapy.